Manufacturer narrative:
PMA/510k: similar product to 190-000. The investigation is still in progress. A supplemental report will be provided after completion. Related MFR report number: 1221359-2022-01465.

Event description:
Customer reported two conflicting results with the ID now covid-19 assay performed on direct tested nasal swab samples on (B)(6) 2022. This report is for patient two (2) of two (2). Patient was tested with the ID now covid-19 assay at 19:39 o'clock and received a positive result. Repeat testing was performed on (B)(6) 2022 at 00:59 o'clock on a nasal swab sample and generated a negative result. Confirmatory pcr testing was not performed. No information regarding patient health status or outcome was provided.

Manufacturer narrative:
Investigation report: testing was performed in duplicate at abbott diagnostics scarborough, inc. On retained kit lot 1060765 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 191-000 / lot 1060765 and test base part number 190-430 / lot 1060765. The lot met the required release specifications. A review of the complaints reported as false negative and false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1060765 showed that the complaint rate is (B)(4) and (B)(4) respectively. In conclusion, the retention testing yielded expected results when testing internal qc samples. The manufacturing batch record review revealed that the product met acceptance criteria for release. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction.